Event description:
On (B)(6) 2010, therakos received a report of a centrifuge bowl leak during treatment. Customer claimed that the leak came from the seal of the centrifuge bowl. The treatment was aborted with no manual return. There was approx 120 ml of blood loss. Customer also stated that no f/u fluids or medications were given as a result of the event. Customer claimed that system occlusion alarm went off twice.

Manufacturer narrative:
Batch record review or xts kit lot y712 showed that the lot met all release requirements. The complaint sample was returned and the reported defect was verified. Based on review of historical data for this reported defect, corrective actions were taken to reduce the occurrence of centrifuge bowl leaks. (B)(4).